Manufacturer narrative:
The investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the reported low blood glucose level issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level was 68 mg/dl; however, customer stated low bg level was not related to an issue with the pump or supplies. The reason for the low bg was unknown. Customer drank juice to address low bg level. The customer declined further follow up regarding low bg level. The customer confirmed that an alternate method of insulin delivery was available.